Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer states that sensors couldn't start since the signal wasn't found. After having removed them, he noticed that the electrode was missing. The insulin pump will be returned for analysis.